Event description:
Healthcare professional reported "leaking band system."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Visual examination of the device identified the style of the band. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."